Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the drive support cap on the insulin pump was sticking out. Customer's blood glucose was 224 mg/dl. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.